Manufacturer narrative:
Patient¿s date of birth or age, gender and weight are not provided for reporting. Additional device product code: hrs. This report is for two (2) locking screws. The following three parts numbers for the screw are reported; however, it is unknown which two screws out of these three parts numbers would not lock into the plate. The 02.211.020: 2.7 mm va lckng screw slf-tpng with t8 stardrive recess 20 mm, (B)(4). The 02.211.018: .7 mm va lckng screw slf-tpng with t8 stardrive recess 18 mm, (B)(4). The 02.211.016: .7 mm va lckng screw slf-tpng with t8 stardrive recess 16 mm, (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a right elbow procedure on (B)(6) 2017 the surgeon placed a variable locking distal humeral plate into patient. Surgeon could lock one variable locking screw into the plate. When surgeon tried the to lock the next two variable locking screws into the plate they would not lock. Surgeon then removed all hardware (one plate and three screws) and implanted the patient with a competitor¿s devices. There was a twenty to twenty-five-(25) minute delay in surgery. The patient¿s outcome is unknown. The procedure was completed successfully. Concomitant devices reported: 2.7 mm/3.5 mm va-lcp lat dstl hum pl (part # 02.117.802s, lot # 7854767, quantity 1) va locking screw (quantity 1). This report is for two (2) unknown locking screws. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Complainant part is not expected to be returned for manufacturer review/investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.